Event description:
Two bard intermittent urinary catheter kits from different lots, when opened, had the catheter sticking out of sterile wrap when the first flap was unfolded. Reference report: mw5117316.